Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. It was reported that the battery would not be able to charge. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection but failed functional testing as a result of an inability of the battery to charge and provide power to a controller. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery would not charge. The battery stays yellow in slot and never turns green.  The patient has tried it in several slots over the course of several days. The battery was replaced. No patient complications have been reported as a result of this event.